Event description:
It was reported that the customer had damage on the insulin pump. Customer stated that she dropped her pump and there is now a crack on the upper right corner of the screen. The crack runs to the up/down buttons. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. No cracks were noted on the display window, the lcd glass, or the keypad overlay.